Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "change of form and pain" and rupture. The device remains implanted.

Event description:
Patient reported right side "change of form and pain" and rupture. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: visibility/palpability: unable to observe as it is a medical event that is not related to the device. Pain: unable to observe as it is a medical event that is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b6, d6a, d6b, h6.